Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant stated discussed that there can be a warning but if programmed outputs are hich, there may be less than three months between elective replacement indicator (eri) and end of life (eol). The device remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Subsequent information was received stating that this device was explanted in january 2012 due to premature battery depletion as a result of low, out of range impedance measurements with the associated competitive leads. The device is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that this pacemaker was programmed to vvir with higher outputs. Upon interogation, a message was received stating there is three months remaining until end of life (eol). However, device longevity displayed more than 2.5 years remaining.